Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
The physician attempted closure of an arteriotomy site with the starclose device following an interventional procedure. The device became stuck and was surgically removed from the patient.